Manufacturer narrative:
(B)(4).

Event description:
Additional information received that the other medications (oral, etc.) That the patient was taking at the time of the event included norco 10, 3 tid. The patient did not have meningitis. The patient's last refill occurred (B)(6) 2014. The pump was increased from 1.46 mg/day of morphine to 1.5 mg/day possibly causing overdose. No outcome was provided.

Event description:
It was reported that the patient was hospitalized with decrease loss of consciousness ¿loc.¿ it was noted that a health care professional (hcp) wanted to turn the pump dose down. It was reported that they believe the patient was septic. It was noted that the pump was used to infuse morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: 2010, product type catheter.

Event description:
It was later reported that the patient¿s pump was turned down to minimum rate. Additional information has been requested, but it was not available as of the date of this report.